Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced asystole during an implant procedure when the implantable pulse generator (ipg) did not capture upon attaching the right ventricular (rv) lead in the ipg header. The ipg was replaced and the procedure was successfully completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.